Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. (B)(4). In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event(s) of cloudy effluent fluid and peritonitis warranting hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore causality cannot be established. However, based on the information available, there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event(s). Additionally, there is no allegation or evidence of a malfunction or of the machine failing to perform as expected in relation to this event(s). It is known patients undergoing peritoneal dialysis are high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis patient (pdrn) on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient stated the pd effluent was foggy and was informed by the peritoneal dialysis nurse that she had an infection. Upon follow up the peritoneal dialysis nurse stated the patient was hospitalized on (B)(6) 2018 for peritonitis. The pdrn stated peritoneal fluid cultures were obtained (date not provided), and were positive for gram negative organisms (species and genus not provided). The patient was reportedly treated with antibiotics; however the drug, dosage, route, frequency and duration is unknown. As of follow-up performed on (B)(6) 2018 the patient remains hospitalized for peritonitis.